Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: the device was returned for analysis. A broken section of hypotube only was returned for analysis. A visual and tactile examination found multiple kinking on the hypotube shaft. The hypotube was broken inside the catheter strain relief. The proximal section of the break (the hub manifold) was not received for analysis. The second break was in the midshaft at the distal edge of the midshaft to hypotube bond. The distal section of the break (the midshaft, inner/outer, balloon and tip) were not received for analysis. This type of damage is consistent with excessive force being applied to the delivery system during device use/handling. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4)

Event description:
Reportable based on device analysis completed on 28-nov-2015. It was reported that crossing difficulties were encountered. The target lesion was located in the left circumflex artery (lcx). A 2.75x12mm promus element plus drug eluting stent was selected for use and advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.